Event description:
It was reported that: at the beginning of the case, the user attempted to manually ventilate the pt, squeezed the bag, and the bag collapsed. The user depressed the fresh gas button and the bag did not fill. The user chose to switch to an alternate device to ventilate the pt as the machine was replaced. No pt injury.